Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Review of the submitted system controller log files confirmed three transient low flow events on (B)(6) 2017 that did not last long enough to trigger any alarms. Of note, these decreases in flow appeared to be associated with elevated pi values. According to the account, the patient''s low flows were due to a gastrointestinal (gi) bleed. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 76 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that the patient was experiencing low flow events due to gastrointestinal (gi) bleeding. The patient was admitted on (B)(6) due to concerns of gi bleeding, with hemoglobin of 6.8 g/dl and inr of 3.7 (inr on (B)(6) was 2.8). On (B)(6), an esophagogastroduodenoscopy was performed and a bleeding arteriovenous malformation was found in the small bowel and was cauterized. Coumadin was held and the patient was bridged with heparin until their inr was therapeutic. The patient was discharged on an unspecified date, with a new inr goal of 2-2.5, and no aspirin.